Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when non-sustained lead noise episode was observed due to intermittent ventricular oversensing. Programming changes were recommended. No further information is available.